Manufacturer narrative:
Device is combination product.

Event description:
Promus premier china registry study. It was reported that patient had elevated cardiac enzymes. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. A promus premier stent was implanted in an unspecified lesion on the same day. One day post index procedure it was noted that creatine kinase isoenzyme, troponin I, and myoglobin were elevated. No action was taken to treat the three events. The next day the myoglobin elevation was considered recovered/resolved. It was further reported that in (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal rca with 90% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm and 2.75 mm x 20 mm promus premier stents. Post dilatation was performed with 0% residual stenosis. In (B)(6) 2018, the subject was discharged. It was further reported that the target lesion was 36mm and not 13mm as previously reported.

Manufacturer narrative:
Device is combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 07:23 am CT. The report number is being corrected from: 2134265-2018-63914 to: 2134265-2018-63359

Event description:
Promus premiere china registry study. It was reported that patient had elevated cardiac enzymes. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. A promus premier stent was implanted in an unspecified lesion on the same day. One day post index procedure it was noted that creatine kinase isoenzyme, troponin I, and myoglobin were elevated. No action was taken to treat the three events. The next day the myoglobin elevation was considered recovered/resolved. It was further reported that in (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal rca with 90% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm and 2.75 mm x 20 mm promus priemiere stents. Post dilatation was performed with 0% residual stenosis. In (B)(6) 2018, the subject was discharged.

Manufacturer narrative:
Device is combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/22/2019 11:11 am CT. The report number is being corrected from: 2134265-2019-00190 to: 2134265-2018-63359.

Event description:
Promus premiere china registry study. It was reported that patient had elevated cardiac enzymes. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. A promus premier stent was implanted in an unspecified lesion on the same day. One day post index procedure it was noted that creatine kinase isoenzyme, troponin I, and myoglobin were elevated. No action was taken to treat the three events. The next day the myoglobin elevation was considered recovered/resolved. It was further reported that in (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal rca with 90% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm and 2.75 mm x 20 mm promus priemiere stents. Post dilatation was performed with 0% residual stenosis. In (B)(6) 2018, the subject was discharged. It was further reported that the target lesion was 36mm and not 13mm as previously reported.

Manufacturer narrative:
Device is combination product.

Event description:
Promus premiere (B)(6) registry study. It was reported that patient had elevated cardiac enzymes. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. A promus premier stent was implanted in an unspecified lesion on the same day. One day post index procedure it was noted that creatine kinase isoenzyme, troponin I, and myoglobin were elevated. No action was taken to treat the three events. The next day the myoglobin elevation was considered recovered/resolved.